Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device was difficult to remove, the physician used counter traction and removed the device out of the artery. It is unknown how hemostasis was achieved. There were no adverse pt effects. Though requested, o additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identifed; therefore, a device history record review could not be performed.